Event description:
It was reported that the penta stent was implanted at the distal lcx in 2004: the 75% stenosis became 0% and the procedure was closed. After approximately four months, a ckg change was noted but no symptoms were observed. 6 months later, cag was performed and a total occlusion was noted in the stent. Ptca was performed to treat the restenosis.